Event description:
While using a byte retainers, patient reported that the aligners cutting their gums and causing bleeding. They tried filing them but did not work. Advised to hold in aligner or purchase a boil and bite nightguard.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.